Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The patient treatment was not reported. The cause of the peritonitis was unknown. The patient was still hospitalized but was reported to be recovering from the peritonitis at the time of this report. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. This is the same patient was (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted. A batch review was conducted for potentially associated lots h13e31025 and h13c05032 with no issues noted during the manufacturing process.